Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain sometimes until costal region"), uterine pain ("uterine pain on left side"), asthenia ("asthenia"), paraesthesia ("paresthesia, especially in left thigh"), alopecia ("hair loss"), visual acuity reduced ("loss of visual acuity") and decreased activity ("forced to reduce physical activity") and was found to have weight increased ("weight gain of about 15 kg"), 2 years after insertion of essure. The patient was treated with surgery (laparoscopy with bilateral salpingectomy and cornuectomy for the removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, uterine pain, asthenia, paraesthesia, alopecia, visual acuity reduced, decreased activity and weight increased outcome was unknown. The reporter provided no causality assessment for alopecia, asthenia, back pain, decreased activity, paraesthesia, pelvic pain, uterine pain, visual acuity reduced and weight increased with essure. The reporter commented: note: onset date of events was reported to be the same as the surgery date for essure removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.